Manufacturer narrative:
This report is submitted on may 1, 2020.

Event description:
Per the patient, the patient experienced pain, bleeding and scabbing at the abutment site. A topical steroid was prescribed. The implant remains in-situ.